Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a sensor break. Customer's blood glucose was 8.3 mmol/l. The customer stated that the sensor went in the line but it would not connect to the device so they took it off. The customer was advised to return the sensor and she can't return the needle hub.